Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. Corrected information can be found in b7, d10 concomitant products and g2 - report source. Updated information can be found in d9.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a connector microclave in which it was reported that the connector was leaking medication at the connection with the IV tubing. This incident occurred with the administration of parenteral nutrition in the neonatology department. It is unknown if a patient was involved, but no harm was reported.